Event description:
It was reported that a novum iq large volume pump failed to start the infusion. The nurse started the therapy; however, after 2 hours it was noted that the volume in the bag had not changed. The volume displayed that it was running, and the volume displayed reflected as if the pump had been running; however, the volume in the bag had not changed. When the pump was opened it was noted that the tubing was bunched and twisted in the channel. The drugs being infused were fentanyl and vasopressor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.